Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomed replaced the wire leading to ntc2 and ntc3 to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician reported a high temperature issue with a 2008k hemodialysis (hd) machine in dialysis mode. Reportedly, the machine's temperature climbed as high as 45.1 degrees. There was no patient connected to the machine at the time of the incident. The biomed performed a visual examination of the unit which revealed that the plastic sheath, covering the wire leading to ntc2 and ntc2, was cracked and breaking off. Additionally, the biomed found that the ntc2 and ntc3 sensors were discolored and appeared "overheated/damaged." The biomed replaced the wire leading to ntc2 and ntc3 to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.